Event description:
A peritoneal dialysis (pd) patient called in with questions regarding drain complications and also reported having a hernia. Patient has not been hospitalized. Patient was diagnosed with the hernia on (B)(6) 2014 and a surgery has been scheduled. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.